Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt developed an infection at the ipg site. Antibiotics were prescribed at the time. Follow-up identified the pt completed her prescription, however, two days later, the pt noticed a spot at her ipg incision with drainage. The pt cleaned the wound and applied antibiotic cream. Physician consult is pending.